Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened, should additional data become available.

Event description:
Noise presented on atrial lead. Lead currently remains implanted but is likely to be changed out.